Event description:
A percutaneous endovascular procedure was performed on a patient of unknown age on (B)(6) 2008. A mynx vascular closure device was used in attempt to achieve hemostasis at the end of the procedure. The pre-procedure femoral angiogram shows significant peripheral vascular disease and calcium at the arterial access site. Following deployment of the mynx, surgery was required to repair a vessel laceration that, per the physician, occurred while obtaining initial vascular access in the calcified artery. The patient tolerated the procedure well and no further incident was reported. The physician indicates that surgery was a direct result of the vessel dissection that occurred while obtaining initial vascular access and had nothing to do with mynx.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided to perform lot history review. Based on the information provided, the root cause of the reported incident was not related to the mynx device and was the result of a vessel dissection caused by the percutaneous needle used for vascular access. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU.